Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibration anomaly. The customer¿s blood glucose level was high as 300 mg/dl and treated with shots. The customer states the vibrate wasn't working so she switched her alarm to beep. The customer states moisture exposure to the pump was insulin. Troubleshooting was performed for vibrate anomaly and pump exposed to fluid. Assisted customer in performing a self-test. The pump did not vibrate during the vibration test. Advised the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.